Event description:
Reported that the filter was implanted for bilateral pulmonary embolia. The patient returned to the hospital for a scheduled filter removal. It was noted that the filter moved from l1/l2 to t12 and one of the legs was fractured and protruding through the cava wall. The doctor attempted to remove the filter and the separated leg was freed. The doctor released the filter and removed the leg. The doctor then attempted again to remove the filter, but did not want to place too much pressure on the filter. The doctor could not remove the filter and it remains implanted. The patient is reported to be fine.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated for the patient with pulmonary embolus and gastrointestinal bleed. The right groin was prepped and draped using aseptic technique. A 5 french pigtail catheter was placed under fluoroscopic control. Power injection imaging of the vena cava was performed using digital subtraction technique. Venacavogram performed demonstrated a patent inferior vena cava without duplication, the in-flow defects from the renal veins were noted bilaterally, and there were no intraluminal defects identified. The retrievable filter was then placed just below the level of the renal veins under fluoroscopic control. Post deployment imaging revealed satisfactory placement of the filter below the level of the renal veins. The catheters were withdrawn and hemostasis was obtained. The patient tolerated the procedure well without immediate complications. Approximately nineteen weeks post filter deployment, the patient presented for retrieval of the filter following an unsuccessful attempt to retrieve the filter at an outside hospital. The right neck was prepped and draped in the usual sterile fashion. The right internal jugular was accessed using standard micropuncture technique and ultrasound guidance. A 0.018 guide wire was inserted followed by a 5-fr dilator and sheath. The guidewire was exchanged for a 180 cm 0.035 guidewire which was inserted in to the right common iliac vein. A long pigtail catheter soon followed. A venacavogram performed demonstrated no evidence of clot or stenosis and the filter was noted to be tilted towards the left side. Sequential dilatation of the venotomy was performed and a 10-fr sheath was then inserted over wire just above the catheter. Several attempts to retrieve the filter using a cone retrieval device were unsuccessful. It was apparent that the top of the filter was embedded within the ivc. Using a combination of a snare 3d device and a 5-fr catheter the filter was moved away from the ivc wall and released in a suprarenal position. Then the filter was then retrieved using standard cone device. A post-procedure venacavogram demonstrated vein wall irregularity in the place where the filter was removed. This was likely of no clinical significance; however, to rule out any adverse effect the patient was to come back for a repeat venogram in approximately two months. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately nineteen weeks post filter deployment, the patient presented for retrieval of the filter following an unsuccessful attempt to retrieve the filter at an outside hospital. Venacavogram performed demonstrated the filter to be tilted. Multiple attempts were made to retrieve the filter using cone device. After manipulation, the filter was able to be retrieved. Based on the provided medical records, the investigation can be confirmed for a tilted filter and difficulties while retrieving it. The investigation is inconclusive, however, for migration of the filter and detachment of filter limb. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: -movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. -filter fracture is a known complication of vena cava filters. Additional MFR narrative: describe event or problem, report source, (B)(4). Brand name, date received by MFR, (method), (results), (conclusion). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the sales rep that the filter was implanted for bi-lateral pulmonary embolism. The patient returned to the hospital for scheduled removal. It was noted that the filter moved from l1/l2 to t12 and one of the legs was fractured and protruding through the cava wall. The doctor attempted to remove the filter and the separated leg was freed. The doctor released the filter and removed the leg. The doctor then attempted again to remove the filter, but did not want to place too much pressure for fear of another limb detachment. The doctor could not remove the filter and it remains implanted. The patient is reported to be fine. New information received: medical records were received and reviewed. Approximately nineteen weeks post vena cava filter deployment in the patient with pulmonary embolus and gastrointestinal bleed, the patient presented for retrieval of the filter following an unsuccessful attempt to retrieve the filter. Spot imaging demonstrated the filter to be tilted with the tip embedded in the caval wall and one limb adjacent to the right renal vein. Multiple attempts using snare and cone retrieval devices were required to successfully retrieve the filter. Post procedure imaging demonstrated vein wall irregularity where the filter was removed. While this was believed to be of no clinical significance, the patient was to return for a repeat venogram two months post retrieval. No additional medical records were received for this patient.